Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the gasket in the battery compartment came off and he is not able to install the battery cap on the insulin pump. Customer also stated that he is unable to read the units of insulin remaining due to a scratch on the screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with the battery cap o-ring damaged however, battery cap held the battery inside the battery tube properly during testing. The insulin pump also received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.